Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. This was the only info at the time of the rpt. The iab was not returned to co for evaluation. The iab return carton was returned to co empty. The co was returned blank. On 9/30/97, datascope was notified that the facility had the iab and wanted to return it. On 10/20/97 the iab was returned for evaluation. Event complications: unk - rpt'd 8/4/97 - rpt'd 10/20/97. Pt current status: unk - rpt'd 8/4;10/20/97.